Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the (B)(4) stopped working. There are no add'l details available regarding how the procedure was completed. The event date and lot number are unk. There were no pt effects. The product is returned.